Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 362 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer cause of hospitalization was diabetic ketoacidosis. Customer was put on drip. Customer was wearing the pump at time of hospitalization. Customer's mother stated that patient went into diabetic ketoacidosis due to no delivery. Customer's mother was advised the possible causes of the no delivery and she understands. Customer's mother does not have the pump with her and ask the son to call and troubleshoot the pump.